Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to the high blood glucose level and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level was 711 mg/dl when admitted to the hospital. Customer was wearing the insulin pump at the time of the hospitalization. Customer was treated in the emergency. The insulin pump will not be returned for the analysis.